Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set leaked at the connection between the bottom of the drip chamber and the tubing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed and noted a leak between the tubing and the drip chamber. A push-pull test was performed, and a disconnection occurred. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.